Manufacturer narrative:
The original submission was erroneously marked as a follow up 1 it should have been marked as an initial.

Event description:
Index surgery: unknown. Revision of knee components due to infection.